Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump had big deep cracked on the reservoir module. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.